Event description:
On (B)(6) 2014 it was reported by a police department that their AED was reporting a service code and that the service code did not occur during pt use. Our review of the electronic history from the AED identified that on (B)(6) 2014 the AED was deployed for a rescue attempt and that the reported service code occurred during use. It was also identified that the AED was powered off, causing a shock to be aborted and resulting in a 41 second delay in therapy prior to the pt receiving two defibrillation shocks. On (B)(6) 2014 we contacted the initial reporter and reviewed the results of the electronic history review with him. The initial reporter reviewed those details with the officer and the emts who performed the rescue attempt. He later reported that the officer and the emts who performed the rescue did not remember the AED turning off; they remembered that the AED gave the shocks with no issue.

Manufacturer narrative:
The electronic history file from the actual device was evaluated. The electronic history identified that the AED was placed in service on 10/23/2012 and that the AED was functioning properly. Examination of the (B)(6) 2014 event record reveals a pt whose cardiac rhythm was initially ventricular fibrillation (vf). The AED appropriately recognizes vf, charges and becomes ready to deliver a shock by flashing the red shock button and announcing "press flashing shock button". The electronic history shows that the AED was then powered off, presumably by the user who mistakenly pressed the green power button instead of the red flashing shock button, causing the shock to be aborted. The AED was then powered on an it announced a service code message, presumably due to the user pressing the shock button as the AED was powering on. After the AED was powered on again, it appropriately recognized vf, charged and a shock was delivered. In a second analysis period, the AED again appropriately recognizes vf, charges and a shock is delivered. The pt's rhythm converts to asystole (a non-shockable rhythm) after the delivery of the second defibrillation shock. In the 3rd analysis period, the AED correctly identifies the pt's cardiac rhythm as asystole and does not recommend shock. The AED was powered off at this point. No further event info is known. The investigation determined that there was a 41 second delay in therapy due to user error. Based on these findings, this MDR is being filed for user error. Although the initial investigation did not identify a device malfunction, the AED and accessories have been requested so they can be evaluated. As of 08/06/2014, neither have been received. Should additional info become available a supplemental MDR will be filed.